Event description:
It was reported that during a scheduled pulse generator change out procedure, the atrial lead exhibited noise and low impedance. All other electrical values were within range, so the physician elected to leave the lead implanted. The new pulse generator would be set with settings to help the noted issues. The patient would be monitored.